Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/26/2023. Additional information was requested, the following was obtained: was the needle piece(s) retrieved during the same procedure? The needle was retrieved in the same procedure. Were x-rays taken to locate the needle piece(s)? There was no need of xray. What measures were taken to retrieve the broken piece? The surgeon removed it with the needle holder. What is the surgeon's opinion of consequences to the patient? Surgeon was not pleased , as the needle broke while performing surgery. Got all the information from the operating surgeon dr (B)(6). Was there any additional tissue damage as a result of searching for the needle piece? No damage was done to the tissue. Does a piece of the needle remain in the patient¿s tissue? Not a single piece of needle remained in patient's body. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure on (B)(6) 2023 and suture was used. Needle broke while doing surgery. No adverse patient consequences were reported. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4) additional information: h6 component code: g07002 - device not returned additional information provided: was surgery delayed due to the reported event? --> unknown, was procedure successfully completed? --> unknown, were fragments generated? --> unknown, if yes, were they removed easily without additional intervention? --> unknown, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: --> unknown, is the patient part of a clinical study --> unknown, additional information has been requested and received. - did the needle fall into the patient? : the broken needle didn¿t fall into the patient. Was there any adverse consequence associated with the patient? : no, there wasn't any adverse consequences happened with the patient. - was there any medical or surgical intervention performed (product removed; re-operation; re-suturing; re-closure; drainage)? If so, please specify. : yes, the broken part of the needle stuck in the rectus and the surgeon removed it. Then he closed the rectus with another foil additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. ¿ was the needle piece(s) retrieved during the same procedure? ¿ were x-rays taken to locate the needle piece(s)? ¿ what measures were taken to retrieve the broken piece? ¿ was there any additional tissue damage as a result of searching for the needle piece? - does a piece of the needle remain in the patient¿s tissue? If yes, ¿ is there any plan in place to remove the needle piece in the future? ¿ if yes, please provide the scheduled date. ¿ what is the surgeon's opinion of consequences to the patient? H3 evaluation: no product sample is available. This is an analysis for a photo submitted for evaluation. During the visual analysis, the following was observed: the photo shows a paper lid with an apparently broken needle. A clear analysis of the end point of failure or the needle hole could not be performed due to the position based on the photo review, the event describe is confirmed, however no conclusion or root cause could be determined. Because the instrument was not returned our evaluation is limited. As part of quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.